Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional armada device referenced is being filed under a separate medwatch report. Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the rupture occurred due to interaction with the calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right anterior tibial artery. A 1.5x120mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without issue; however, the balloon burst during the first inflation to 12 atmospheres. The device was removed without reported issue. A second 1.5x120mm armada 14 pta catheter was then advanced without issue; however, during the inflation, a leak was noted where the hub and proximal shaft meet. The device was removed without reported issue, and a non-abbott balloon device was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.